Event description:
It was reported that the adhesive detached due to tubing becoming snagged and being inadvertently removed on (B)(6) 2026.

Manufacturer narrative:
Name: beta bionics inc. Country: united states of america. Address ¿ line 1: 8 saint mary¿s street. City: boston. State: ma. Zip code: 91325 ¿ 1219 . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.